Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a 170mm thoracic aortic dissection. It was reported that at the end of the index procedure an endoleak was observed on control angiography. The control angiography was repeated in order to ascertain the type of endoleak in question. It was reported that the endoleak was confirmed to be a type iiib endoleak. It was then decided to treat this by implanting another stent graft which overlapped the previously implanted stent graft. This resolved the endoleak. As per the physician the cause of the event was a tear in the stent graft. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak can be confirmed from the images provided; however the exact type and cause of the endoleak cannot be provided. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Analysis of the returned films did not reveal any anatomical characteristics (e.g. Severe calcification) that may have contributed to an acute fabric tear. The abrupt narrowing of the stent graft at the point of the beginning of the dissection may have led to changes in pressure of the blood flow and this may have contributed to the occurrence of increased fabric porosity and a type IV endoleak. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. 2:6 updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.